Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to power up to a red screen and the air detector had a dent. The cause of the reported issue was a disruption during the firmware update process. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended after repair and after installing software.

Event description:
It was reported that the device had a failed remediation; the customer returned the product for the failed remediation, and during inspection it was found that the pump powered up with a red screen. There was no patient involvement.